Event description:
The surgeon reported, that water splashed out of the y-coupling (blue) during surgery. He said they tried another tubing set, but with the same result. The surgeon reported that he decided to cancel the surgery and postpone another due to steril demands.

Manufacturer narrative:
Additional information will be provided once investigation is completed.